Event description:
The hosp reported that during a coronary artery bypass procedure, resistance was felt while removing the heartstring iii seal from the aortotomy as the seal did not fully unravel at the center. The surgeon stated that there was no damage to the aorta. The same device was used to complete the procedure and the hosp did not report any pt effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).